Event description:
Planned conversion of a bifurcated graft. Main body graft and ipsilateral leg graft were deployed with no problems. After the ipsilateral iliac leg graft was deployed, a converter was placed within the main body graft at the proper location. Upon completion of the first angiogram a proximal type I endoleak was noted. A main body extension was placed at the proximal sealing stent resolving the endoleak. No pt complications occurred.